Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was being tested and the unit was not measuring the correct values. Technical support (ts) went through the checkout procedure with the caller and got same values that were previously received. The epg will be returned. There was no patient involvement.